Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the reason for the revision was due to the patient having a major infection. There was no information given regarding the original surgery. There were no discernible marks on the implant that anyone could determine if the original implant was microport or wright medical and they took measurements to determine what implant would be used.